Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the ins was explanted on (B)(6) 2017. The patient did not experience any symptoms related to the event. The patient "simply" could not recharge the battery and didn't have any physical symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reported that the claimed product that would be returned is serial number (B)(4). Serial number (B)(4) was the good product that was implanted for the patient.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found that the ins had a reduced capacity due to overdischarge. Visual inspection of the ins did not reveal any significant anomalies. Initial examination confirmed a no output and no telemetry condition. Initial examination confirmed that the ins was in an over discharged condition and a physician recharge mode was required to restore telemetry. One physician mode recharge was needed and after that a normal recharge was performed. A normal recharge was performed at body temperature with a 1cm spacing between the ins and the recharge antenna. No recharge issues were observed. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2017 for approximately 1 minute and the battery charged from 3.73 volts to 3.74 volts. The battery was not recharged for a sufficient length of time so the battery discharged back to the ""sleep/lock"" mode on (B)(6) 2017. After the ins had been fully recharged it passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributor reported that there was a connection problem between the battery and recharger system. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. Interventions included replacing the device and performing another surgery. The issue was resolved at the time of report.